Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set leaked at the connection with the diet bag. No patient injury was reported.

Manufacturer narrative:
Investigation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two used samples were received for evaluation. Visual and functional inspection was performed and found leaking between the cross spike and the line and a detached cross spike from the tubing line. Root cause and action plan will be documented through a formal corrective and preventative action investigation. This complaint will be used for tracking and trending purposes.